Manufacturer narrative:
Age at time of event: 18 years older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in a severely calcified and moderately tortuous below the knee artery. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was selected to dilate the lesion. Upon removal, the balloon got caught in the lesion. It was noted that the shaft of the balloon was detached. The detached portion of the device was able to be snared and was removed from the patient. The procedure was completed with a 2.0mm x 220mm coyote mr balloon catheter. No further patient complications were reported and the patient's status was good.

Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in a severely calcified and moderately tortuous below the knee artery. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was selected to dilate the lesion. Upon removal, the balloon got caught in the lesion. It was noted that the shaft of the balloon was detached. The detached portion of the device was able to be snared and was removed from the patient. The procedure was completed with a 2.0mm x 220mm coyote mr balloon catheter. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote es balloon catheter. Visual and tactile inspection was performed. There was blood and contrast in the hub and in the inflation lumen and numerous hypotube kinks. The device was inspected under magnification. The shaft was separated at the midshaft bond site. The distal tip was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in a severely calcified and moderately tortuous below the knee artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was selected to dilate the lesion. Upon removal, the balloon got caught in the lesion. It was noted that the shaft of the balloon was detached. The detached portion of the device was able to be snared and was removed from the patient. The procedure was completed with a 2.0mm x 220mm coyote mr balloon catheter. No further patient complications were reported and the patient's status was good.